Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged usb cable issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb cable was unable to charge the pump unless held at a specific angle. Reportedly, a new usb cable resolved the issue and customer was able to charge the pump successfully. Additionally, it was reported that a malfunction alarm occurred. Customer's blood glucose level was 146 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.